Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr), a large atrium, and a septal leaflet restriction and indentation for a triclip procedure. One triclip xtw was placed on the central anterior and septal leaflet segments. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second triclip was implanted to stabilize the first clip. The tr grade remained at 5. Per the physician, the slda was due to the pre-existing indentation on the septal leaflet.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided, the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation is related to patient conditions (pre-existing indentation on the septal leaflet). The reported image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to the anatomy dilatation. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 functional tricuspid regurgitation (tr), a large atrium, and a septal leaflet restriction and indentation for a triclip procedure. Reportedly, imaging was difficult due to the anatomy dilatation. One triclip xtw was placed on the central anterior and septal leaflet segments. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second triclip was implanted to stabilize the first clip. The tr grade remained at 5. Per the physician the slda was due to the pre-existing indentation on the septal leaflet.